Manufacturer narrative:
The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
It was reported to vyaire medical that the revel ventilator cannot maintain vte's (end-tidal volume) in volume modes. When it is first applied and ventilating in volume, they would get appropriate vte's then after a short period of time it would start to drop breath over breath. They attempted to increase the volume to account for any dead space and there would be no increase in vte. As an intervention, the patient was not removed from the vent but they would switch from volume control to pressure control. After being on pressure for approximately 20 minutes, the vte's would start to drop as well. They would then switch back to volume then back to pressure alternately and the vte's would come back within range. The customer confirmed that there was no patient harm associated with the reported event.